Event description:
It was reported that the transfer coping fractured during procedure, removed implant w/ trephine and completed the procedure using a larger implant. Tooth #19.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient weight not provided.

Manufacturer narrative:
An imp,tsv,4.1,11.5,mtx,mg (tsvt4b11) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and from the removal process. Fractured hex has been identified in the implants drive feature. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of usage of the device is same day. Pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: contraindications, warnings, changes in performance, adverse effects . DHR review: DHR review was completed for the subject lot number (1223318). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1223318) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture. Post market trend review: aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.